Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt called lifescan (lfs) and alleged that her meter was set to the incorrect unit of measurement. She called her physician for advice and she was advised to contact lfs for assistance. No treatment or medical attention was reported. Prior to contacting her physician, she had something to eat/drink. She reported that her meter was previously set correctly and she had not recently made any changes to the unit of measurement. This case is being reported as a malfunction, due to the fact that meter is in the wrong unit of measurement, while the patient does not recall going into the meter settings and no injury or harm was alleged.